Event description:
The customer reported to maquet that a rubber bumper fell off from the surgical light ceiling suspension during surgery. The hospital did not report any injuries. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device. He found the rubber bumper to be in conformance with its specs and in good condition. He was able to re-position the bumper back into its original position. This investigation is on-going and the results will be included in a f/u report. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.